Event description:
This patient is one of 4 patients who developed a surgical site infection after implantation of "surgimesh xb" model #tintrae2226 from lot #f09288a for repair of a ventral hernia over a 4 month time period. Problem was identified on review of multiple complications and investigation determined that 6 of 8 surgical site infection of ventral hernia repairs all involved the use of surgimesh xb and 4 of those 6 uses of surgimesh xb were from the same lot number. Notably the infections with a positive culture grew different organisms for all patients involved.